Event description:
On (B)(6) 2002, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed the very distal portion of the filter legs extended beyond the inferior vena cava lumen. It was further reported that the ivc filter placement had the proximal tip at the level of l2, and the distal legs at the level of l3.

Event description:
On (B)(6) 2002 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the very distal portion of the filter legs extended beyond the inferior vena cava lumen.